Manufacturer narrative:
Device evaluation. The suspect device will not be returned for evaluation. A follow-up report will be submitted when the complaint investigation has been completed. Evaluation: conclusions: a follow-up report will be submitted when the complaint investigation has been completed.

Event description:
The doctors form the hospital stated that the '5fr jr4.0 catheter from the multipack is not torquing correctly' as reported by the hospital technologist. The customer reported two lot numbers but were not sure which lot was involved. The customer misplaced the suspect device and will not be returning any devices for evaluation. No harm or injury was reported.